Event description:
It was reported that the patient went to the emergency room due to a bent cannula on (B)(6) 2026 leading to hyperglycemia the blood glucose level was 610 mg/dl and ketones were positive at the time of the event and the patient was treated with intravenous saline fluids and insulin and the length of the emergency room stay was four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.